Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 250cc saline prostheses experienced spontaneous left sided deflation and bilateral ptosis post procedure. The right implant was purposely deflated to match the left. As a result, bilateral prosthesis replacement with 405cc mentor memorygel breast implants was performed on (B)(6) 2020. See 1645337-2020-15871 for contralateral prosthesis report.